Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 131 ohms. Technical services (ts) reviewed and stated that for the last 28-day average, the average shock impedance were around 115 ohms to 120 ohms. There were no events with noise, there were no presenting electrogram (egm) with noise and there were no high rate counts in the device counters. Ts recommended to continue monitoring and if the last 28-day average gets above the 150 ohms to consider lead replacement. This rv lead currently remains in service. No adverse patient effects were reported.